Event description:
It was reported that bioburden was seen coming out of the flexible cystonephroscope-t. The issue was found upon the start of a therapeutic cystoscopy. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.